Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. Information was reported that the rep indicated that the healthcare provider (hcp) is having difficulty pulling the lead out of the top port for replacement. The lead looks discolored. Technical services had the hcp inch the lead back in and then twist/torque as she pulls the lead out, which it did. The rep will check the lead integrity and impedances with the new implant. The discoloration was found during the procedure. No further complications were reported. No patient symptoms were reported. Additional information was reported that the patient's ins was replaced due to normal battery depletion. The cause of the difficulty pulling the lead out of the top of the ins and the lead discoloration was unknown but, the issues have been resolved. No further information was reported.